Event description:
After an implantation period of 36 months it was reported that the patient had an arrhythmic storm and experienced syncope because the vt was not recognized due to the particular programming of the detection and therapy zones. As a result the patient was externally defibrillated and brought to the hospital. Further arrythmias while in the hospital were partially terminated by the ICD itself as well as through external defibrillation. While in the hospital the patient had a vt arrythmia which was classified by the ICD as svt, due to the particular programmed parameters and intrinsic heart signals. As the patient was in the hospital, this did not lead to any adverse outcome. As a result of this sequence of events the patient was hospitalized, sedated and intubated. The arrhythmic zones have been reprogrammed. The vt will be ablated and then the device will be re-programmed.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed. Analysis showed that episode nr. 3411 from (B)(6) 2022 at 02:09 h was detected as svt by the ICD, because of the unfulfillment of the onset criterium in the ventricle by low atrial heart rates with enabled smart algorithm. The measured onset was 15 percent, with programmed smart algorithm with 20 percent onset in the vt1 and vt2 zones. The sense markers and tachycardia detection counters were evaluated. Based on these counters in the iegms history, the svt detection criteria were fulfilled. The ICD functioned as specified according to the programmed parameters. We regret any inconvenience the user might have experience during this event. The information you have provided has been entered our quality system and will be considered to improve future device generations.